Event description:
It was reported that during an unknown procedure, only detail provided at this time is that the device did not staple.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with three reloads present. The reloads were received fully fired and in good visual condition. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed properly during testing.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Surgeons comments are as follows: on what tissue type was the device used? Rectum at what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 2nd firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White was used before and nothing afterwards. Was buttressing material utilized? No if so, which product? Na. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No if so, when? Na. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not that was noted at the time. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What was the patient's pre-op diagnosis? The patient was in for an lar. As a result of the device misfiring the surgeon was forced to perform a hartmans. Please provide the patient's sex, age and weight. Female. What is the current status of the patient? At home with no further complications. Is there any other additional information you would like to share about this device or procedure? No.